Manufacturer narrative:
Patient sample was drawn into edta sample tubes with no gel. Centrifugation information was not provided. The customer could not confirm to beckman coulter hotline that the patient sample had been processed appropriately. Per the customer feedback event description, quality control (qc) was performing within the customer's established ranges at the time of the event. System checks performed on (B)(6) 2011 failed to pass within instrument specifications. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse confirmed that a system check completed by the customer on (B)(6) 2011 failed to pass within the "unwashed" portion specifications of the system check. The fse performed "pipettor matching" during troubleshooting. The fse was able to perform a passing system check within instrument specifications. A clear root cause was not determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining elevated intact parathyroid hormone (pth) results above the normal reference range for one (1) patient sample on a unicel dxi 600 access immunoassay system, used in conjunction with access pth reagent (lot 023122) and access pth calibrator (lot 989666). The result was reported out of the laboratory and was questioned by the physician. Repeat testing of the patient sample on the same instrument produced lower intact pth results that were still elevated above the normal reference range of the assay but were outside of labeled pth intraoperative assay precision claims. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.